Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the active knife blade fell off outside of the patient in between uses. The nurses and surgeon did say they heard the metal on metal sound. No new device was opened as it was at end of case. There were no adverse consequences for the patient. Additional information the surgeon uses this device for the colpotomy and will hit metal on metal.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.